Manufacturer narrative:
Product ID 7495-25, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the extension was severed when the physician opened up the patient. They noted that there was no explanation for why it was severed. The rep stated that all devices were explanted and discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the extension was severed and needed to be explanted. They stated that the revision is planned for (B)(6) 2019. No further complications or patient symptoms were reported or anticipated.